Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a severe eccentric annular calcification and aortic valve angle measured to be 49 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. It was noted that the balloon slipped towards the aorta. A second pre-bav resulted in partial expansion. During the procedure, the valve was initially observed to be under expanded at about 80% deployment. It was implanted at a slightly deeper position at a depth of 0mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc), still showing underexpansion, after two recapture attempts. A second 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The valve was able to be implanted at a depth of 3mm both on the ncc and lcc with noted underexpansion but less compared to the prior valve. It was also noted that the second valve was not implanted inside the index valve. Post-implant, the valve migrated 3mm towards the aorta with the depth of 0mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). Final invasive gradient was 12 mmhg with mild pvl. No post-implant balloon aortic valvuloplasty (post-bav) was performed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's condition was stable.

Manufacturer narrative:
An event of valve migration, and valve under expansion were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared to show the valve appears constrained, with what looks to be incomplete stent opening. The final fluoroscopic image shows a fully deployed valve with significant constraint; however, the lack of contrast makes it difficult to assess the final implantation depth. Based on the available information, the cause of the reported valve under expansion could not be conclusively determined. It is possible that interaction between patient anatomy and the valve contributed to the reported event. However, this cannot be confirmed. The cause of the reported valve migration could not be conclusively determined. It is possible that patient and procedural conditions, such as "little calcium" and implanting difficulties, contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a severe eccentric annular calcification and aortic valve angle measured to be 49 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. It was noted that the balloon slipped towards the aorta. A second pre-bav resulted in partial expansion. During the procedure, the valve was initially observed to be under expanded at about 80% deployment. It was implanted at a slightly deeper position at a depth of 0mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc), still showing underexpansion, after two recapture attempts. A second 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The valve was able to be implanted at a depth of 3mm both on the ncc and lcc with noted underexpansion but less compared to the prior valve. It was also noted that the second valve was not implanted inside the index valve. Post-implant, the valve migrated 3mm towards the aorta with the depth of 0mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). Final invasive gradient was 12 mmhg with mild pvl. No post-implant balloon aortic valvuloplasty (post-bav) was performed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's condition was stable.